Event description:
It was reported that there was a reaction at the site to the adhesive on the cannula pad. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. Testing and a review were done of a similar lot to verify that there are no situations or practices that could create the reported issue. No discrepancies were found. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).